Event description:
A journal article was reviewed that contained information regarding the device and lead. During the implant procedure, there was ventricular oversensing noted during the lead impedance testing. A device header connection fault was suspected. The oversensing was determined to be "normal device function" as explained by the programmed parameters, per the author. The device and lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "ventricular oversensing in an implantable defibrillator during lead impedance testing." Europace. (B)(6) 2011;(B)(4).